Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage leading to a leak 1cm from the tip of the catheter was unconfirmed since the reported event could not be replicated with functional testing. One 4 fr s/l powerpicc solo was returned for investigation. The device revealed evidence of use. Adhesive residue from what was most likely a dressing was observed on the extension leg, bifurcation, and the bump tubing between the molded wing and the 1cm depth mark. The catheter extended 40.2cm from the distal end of the molded wing. The catheter was flushed with water and was patent to infusion. With water in the lumen, the distal 3mm of the catheter was pinched closed and the syringe plunger was held down to create a positive pressure within the powerpicc solo, but no leaks were identified. The syringe plunger was retracted, but no air was pulled into the syringe. A microscopic examination revealed no damage in the distal 3 cm of the catheter. The reported event was not attributable to any device related damage. Using a radiographic image, it was reported that contrast appeared to be coming out approximately 1cm from the tip of the catheter. What appeared to be a leak could have been attributable to a fibrin sheath.

Event description:
It was reported that a hole was noted 1 centimeter away from the tip of the catheter. It was stated the catheter had good flow but no back flow. X-ray with contrast showed the PICC line located deep in the vena cava superior. The contrast came out about 1 centimeter from tip of catheter. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear0637 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that a hole was noted 1 centimeter away from the tip of the catheter. It was stated the catheter had good flow but no back flow. X-ray with contrast showed the PICC line located deep in the vena cava superior. The contrast came out about 1 centimeter from tip of catheter. No patient injury was reported.